Manufacturer narrative:
Updated to reflect corrected data and updated to include missing information. This is one of two device reports related to this event: the associated MFR report numbers are 1225714-2014-02003 and 1225714-2014-02004.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associated MDR's #1225714-2014-02003 and 1225714-2014-02004.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired after the use of the product.